Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/05/2018 with the following findings: the battery compartment was cracked from the thread area to the case seal and below the grip pad. The keypad was removed to find contamination under all the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and there was moisture on the button contacts. This report is made based on results of investigation completed on 06/05/2018.